Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was communicated on 25feb2026 that the ebb fault occurred on 09feb2026. Prior to the controller exchange the patient was transferred from a chair back into bed and explained the possible side effects. The controller exchange was successful without any issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an emergency backup battery (ebb) fault alarm on (B)(6) 2025. The patient also had an ebb fault alarm the week prior (B)(6) 2025) that was cleared. The log file was sent for review. The event log file captured the ebb fault alarm. The ebb was not passing the internal load test. The pump was operating within normal parameters. The patient was given a new system controller and ebb.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm on 15dec2025 was confirmed via the provided log file, however the backup battery fault that was reported to happen on 08dec2025 was unable to be confirmed. The log file captured a backup battery fault alarm correlating to a load test condition on 15dec2025. The alarm self-resolved on 15dec2025. The system controller (serial number: (B)(6)) was exchanged on 15dec2025. The pump operated at intended speeds throughout the data. The returned system controller (serial number (B)(6)) was functionally tested and performed as intended throughout all testing. Load tests were initiated after extended testing of the controller and battery was performed, and atypical alarms were unable to be reproduced. Provided information stated that the patient was given a new system controller and backup battery after having backup battery fault alarms on both 08dec2025 and 15dec2025. The root cause of the reported event was unable to be conclusively determined through this analysis, and a corrective action was initiated in order to further investigate the issue. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including backup battery fault alarms. The heartmate 3 patient handbook (section 10 ¿safety checklists¿) and the heartmate 3 lvas instructions for use (section f ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 instructions for use (section 2 ¿system operations¿) includes how to perform a self-test on the system controller and how to exchange the system controller if necessary. It notes the importance of doing the test daily to ensure alarms are functional. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.